Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose of 425 mg/dl and that the pump alarmed no delivery. Troubleshooting found that customer could rewind pump and that the pump and reservoir were working as designed and problem resolved.